Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 42 mg/dl and carbohydrates were consumed to address bg. Customer was admitted to the hospital and the pump was disconnected for several hours. Customer reported there was too much insulin in their body and customer had not consumed enough food. The doctor adjusted the pump basal rate and insulin delivery was resumed. Discharge date was (B)(6) 2019. Low bg was resolved; there was no permanent injury. Customer¿s bg level was stabilized with the adjusted basal rate.